Event description:
It was reported that a patient underwent an unknown surgical procedure and suture was used. The patient experienced a massive infection on an unknown date. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a surgical procedure to remove moles from the left leg about two years ago and suture was used. When the patient returned for suture removal the nurse was unable to remove all of the sutures. The patient was told the suture would dissolve. Approximately 3 months after the surgery the patient developed cellulitis and a prostate infection. The patient was treated with levaquin. It took several months for the infection to resolve. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01605. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.